Manufacturer narrative:
Approximate age of device - 4 years 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the device produced low flow alarms. These progressed from intermittent to frequent alarms. The patient was brought in to ER and a CT angiogram revealed possible outflow graft obstruction. The patient was brought to the or for a mediastinal exploration and possible pump exchange. During the exploration, it was found that there were numerous pockets of serous fluid between the bend relief (br) and the superior outflow graft (sofg). These were released and lvad flows slowly began to increase from undetermined/ uncalculated flow to 4 liters per minute (lpm). The sofg was completely freed from the chest wall from the aortic outlet to br; ultrasound confirmed that the sofg was patent. Pump speed was increased and an inotrope was started and pump flows improved from 4 to 4.5 lpm. The vad surgeon determined the sofg was patent and that the pump or components did not need to be exchanged. The surgery was concluded and the patient was transferred to the intensive care unit. A post-op echocardiogram was unremarkable, the inflow cannula was in good position, parallel to the interventricular septum. Routine blood products were transfused for expected blood loss related to the surgery. No additional information was provided.

Manufacturer narrative:
Although the reported low flow alarms were confirmed via the submitted system controller log file, the cause of the events could not be conclusively determined. The patient remains ongoing on vad support. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The patient handbook¿s power module alarms section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.